Event description:
A surgeon reported two patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. No further information is expected. There are two medical device reports associated with this event. This report is the first of two reports.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further information is expected. This report was mailed to FDA on: 09/09/2009.